Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was given antibiotics and the infection was clearing.

Manufacturer narrative:
Date of explant is unknown.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted on an unknown date. A new system was implanted at a later date.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was given antibiotics and the infection was clearing. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was given antibiotics and the infection was clearing. The system was explanted on an unknown date. A new system was implanted at a later date. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.